Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer was failed. The field service engineer replaced the full height drawer 6 inseparable magnet and the station backup battery to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the full height cubie drawer was failed. The customer reported that the drawer will not click and open. The customer stated that this malfunction caused a delay. There were no adverse events or injuries reported based on this incident.